Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot number were provided for the devices, the device history records could not be reviewed. A cause for this specification event cannot be ascertained from the info provided. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Therefore, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 52/46 l.

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component on the left side on (B)(6) 2008. Currently, the pt is being monitored due to unk reasons.